Event description:
Report received from the USA stating that the "ring was missing" from the device. It was unknown to the reporter whether or not the device was used in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have worn/damaged bearings and does not allow cutter insertion. This is most likely due to usage and wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.